Manufacturer narrative:
The t:slim x2 basal iq user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer reported leaving infusion set at site for four to five days, which is off label. Tandem user guide states,"the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider." Customer changed out pump supplies to address the alarm and resumed insulin delivery. Customer's blood glucose was 314 mg/dl.